Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a suction event. The pump speed was reduced and the pump remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Ventricular assist device (vad) pump was not returned for evaluation. The reported suction event was confirmed via review of controller log files which revealed intermitted suction events; however, no alarms were logged within the analyzed period. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, and/or inappropriate pump rotational speed. If information is provided in the future, a supplemental report will be issued.